Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 3 days of wearing the sensor, he experienced symptoms described as "itching, burning", redness, and "burn" at the sensor site. Customer had contact with a healthcare professional who prescribed dermoval (steroid) cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection was performed on the returned sensor patch and no obvious defects were observed. The sensor plug was properly seated. Visual inspection was performed on the returned sensor pack and no obvious defects observed. The sensor plug and sharp were transferred successfully. Observed the lid on the sensor pack to not be completely peeled. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. The complaint is not confirmed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 3 days of wearing the sensor, he experienced symptoms described as "itching, burning", redness, and "burn" at the sensor site. Customer had contact with a healthcare professional who prescribed dermoval (steroid) cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.